Manufacturer narrative:
Product analysis: it was determined during analysis of the external pulse generator (epg) that the device failed incoming testing for the atrial heart wire, the device was retested several times. Analysis also noted that the lower display showed 1 interrupted line, the hanger/cover/bail attachments were missing, the keyboard was damaged cosmetically, and the display board was defective. No repair was performed as the device is at its end of service life. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg), which was returned for preventative maintenance subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.